Event description:
As reported, the valve failed 3yrs 9months post procedure due to paravalvular leak (pvl); patient experienced moderate-severe aortic insufficiency (ai)/pvl , shortness of breath, constrictive pericarditis and fatigue. A valve in valve procedure was done and a new 26 sapien 3 ultra resilia was implanted, post procedure the pvl/ai reduced to mild. Patient was transferred to recovery post-op without issue.

Manufacturer narrative:
Device remains in patient investigation is ongoing. H3 other text : device remains in patient.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate patient factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Section d4, h4 updated.

Manufacturer narrative:
Device code 1250 - fluid/blood leak is no longer applicable to this event.